Event description:
Police officers responded to a witnessed collapse, the pt was not breathing when the officers arrived. Disposable defibrillation electrodes were attached to the pt and the on switch was pressed. Reportedly the device did not power on. This is the second device used during the reported event. CPR was started, als crews arrived with their device 2 minutes later. They attached their device and determined the pt had a shockable rhythm. The pt was shocked 6 times during the resuscitation effort. The pt was not resuscitated.